Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The patient's mother reported that her daughter's blood glucose reached 382 mg/dl after wearing the pod between 4 and 24 hours. The patient went to the emergency room and was diagnosed with a site infection. She was treated with the antibiotic sulfamethoxazole. Upon removal of the pod, it was noted that the cannula appeared slightly bent.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would result in an infected site. The pod was found to have completed sterility within specification.